Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had flickering image when using the narrow-band imaging (nbi) function. The event occurred during maintenance for diagnostic procedure. There were no reports of patient involvement.